Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. Additionally, multiple occlusion alarms occurred. The customer's blood glucose (bg) ranged from 243-401 mg/dl. Reportedly, the power source alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer completed multiple supply changes to address the occlusion alarms and continued to use the pump for insulin therapy.